Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge detection notifications occurred during the loading sequence. There was no reported impact to customer's blood glucose. Contact declined tandem technical support's offer to follow up.